Manufacturer narrative:
Sections of this report have been updated: corrected h.6 component codes, clinical code and investigation conclusions and investigation findings. Added new information to h.6 device code and type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: sheath distal tip is split with scratches noted near the split. Curvature is noted on the sheath shaft with introducer inserted. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaints were confirmed. Investigation results indicate that patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath and the sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the esheath tip was damaged due to tortuous artery. It was exchanged for a new 14fr esheath which was used with no issue. The procedure was successful with no complication. There was no harm to the patient. As per medical opinion, the root cause of this event was tortuosity. Upon removal of the esheath, a distal tip split was observed.